Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
Approximately 8.5 months post index procedure, the patient underwent re-ptca due to restenosis. A bare metal stent (bms) was implanted. The outcome was successful.

Event description:
During index procedure stent was implanted to the 1st obtuse marginal and not proximal circumflex as initially reported. The reported myocardial infarction was related to the target vessel.

Event description:
Investigator indicated that the revascularization event was definitely related to the study device.

Event description:
Pt received a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the proximal cx and a 3.0mm diameter x 18mm length endeavor sprint rx stent in the mid lad. During procedure, 1st diagonal was also treated (balloon only). However it was reported that pt suffered an mi one day post implant of the relevant stent. Investigator reported that the event was unrelated to the study stent and definitely related to the procedure. No other clinical sequelae were reported. Reference MFR report number 9612164201100488 and 9612164201100489. .